Manufacturer narrative:
The product consists of a mouthpiece and a velcro retaining strap. The device was not returned by the user facility for evaluation. The lot history record was reviewed and confirmed the device was manufactured to specification. The lot was manufactured in october 2017. No other complaints of any type are associated with this lot, nor have there been similar complaints on any other lots of this product. Statements from the instructions for use include: prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Place the bite block in the patient's mouth. If the retaining strap is used, secure the strap on the bite block. To secure retaining strap (if applicable): insert the retaining strap through posterior aspect of side port and thread over cleat. If strap is velcro, press strips together to fasten and pull apart to unfasten. Us endoscopy sales representative discussed the event with the user facility, and observed proper use of the device following the event.

Event description:
User facility reported that a piece of velcro was found in the patient's mouth. The piece was retrieved. There was no report of patient or user harm due to the detachment nor retrieval.